Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, the patient claims they require a revision procedure for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical devices: nexgen femoral component option size f right catalog#: 00576401652 lot#: 63542297. Nexgen articular surface size ef 10 mm height catalog#: 00596404010 lot#: 63504466. Nexgen stemmed nonaugmentable tibial component option cr/ps/lps size 5 catalog#: 00598604701 lot#: 63522901. G2 foreign source: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.